Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
The event involved a primary plum set, two clave multiport connectors, a ball check valve in sc, a 15 micron filter, a clave secondary port, a clave y-site, pe-lined light tubing, and sl (213 cm). It was reported that during the permeabilization of the set, saline solution with premedication was filtered from the cassette (white part) using the clamp. Additionally, it was noted that the product was tested with several devices. At the time of the event, the product was in use with a patient. Although the patient was involved, no harm was reported.

Manufacturer narrative:
Received one (1) used. List #121933190, primary plum set for inspection, as received, the cassette was warped. The set was leak tested and no leakage was observed. The set could not have a test infusion performed due to the warped cassette. The complaint of leakage cannot be replicated but can be confirmed based on the warped cassette. The probable cause is due to excessive heat during transportation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/5/2025.